Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a grip tang bent causing issue reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking or damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the 8 mm force bipolar instrument wrist broke and the hinge got caught on the lip of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tech and surgeon worked together to remove the instrument from the patient and undock the instrument. The instrument was not removed with the cannula. The instrument has a broken cable. No fragment fell into the patient's anatomy. The instrument was inspected prior to use and no damage was observed. The wrist of arm was broken and unhinged. The surgeon helped guide wrist back into trocar for removal. The tech took over at patient bedside and successfully removed arm with all pieces.